Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap gastric sleeve - "when the surgeon pulls the stapler in and out of the trocar the top part (seal) continually pops off. A small piece of the top broke off and was almost lost in the patient."

Manufacturer narrative:
Investigation summary: the seal of the event unit was returned for evaluation. Upon inspection, engineering confirmed that a portion of the septum had been torn off and was returned with the unit. Engineering placed the seal on a similar cannula to test the fit and was unable to replicate the customer's experience of the seal popping off. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.